Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The shaft of the catheter broke while being advanced into the guide catheter after being loaded on the guide wire. The entire system was removed without incident. No patient injuries or complications were reported.